Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on (B)(6) 2019: lot 150868: (B)(4) items manufactured and released on 11-jun-2015. Expiration date: 2020-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 3 years and 4 months from the primary due to pain caused by distally potted stem and loose proximally. The surgeon revised the stem, head and liner. The surgery was completed successfully.